Manufacturer narrative:
(B)(4). Device available for evaluation: yes. Returned to manufacturer on: 08/11/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Lens was observed cut and only two (2) parts of the lens were received. Loose particles were observed on the lens optic body which is compatible with handling the lens. The condition observed in the lens received is consistent with a lens that had been cut due to the explant process. There was no evidence to suggest any fault on the lens or manufacture process of the lens. Lens was cut due to explant in a secondary procedure. A device problem was not indicated. The investigation results did not suggest that the complaint lens reported has been affected by the manufacturing process. No further investigation was possible due to the received condition of the lens. A review of the manufacturing records was completed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's reported event were identified. A review of the raw material/manufacturing procedures in change control system was done during the period when the lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that could be related to the reported complaint. The manufacturing record review for this serial number, found no deviation or assignable cause identified for the customer's report when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was indicated that one of the two lenses was explanted on (B)(6) 2015. The serial number of this lens is not known. One of the two lenses was explanted on (B)(6) 2015; however, the serial number is not known. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient is experiencing visual disturbances. Patient can't drive at night, and has halos and glare. Patient refractive outcome is 20/20 and 20/25. No reading distance was measured. The patient is scheduled for a lens removal (B)(6) and then the second lens removal two (2) weeks later. One of the two lenses was confirmed to have been explanted on (B)(6) 2015; however, the serial number of the lens was not provided. The patient's companion lens is scheduled to be explanted on (B)(6) 2015. It was reported that there were no complications. No further information has been provided. Patient has two lenses implanted. A separate MDR will be provided for the companion lens.